Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Seeing some far-field oversensing. Requesting review in nxt. Ts assessment: ts reviewed the data in nxt which shows noise on the presenting egm and in all of the atr events. Of special note, the atrial lead impedance is measuring < 200 ohms, and it has been this way for at least the last year and the atrial lead is programmed to a unipolar pace/ sense configuration. Far field r waves are the least concerning issue here. Need to determine what to do about the low atrial impedances which is contributing to the noise. There may also be an issue with the rv lead because that is programmed to a sensitivity of 10 mv.

Manufacturer narrative:
The lead was in use for treatment for approximately 18 years, 3 months since the 11/01/2022 event date. Based upon the implant date of this lead (2004) the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The investigation will focus on a review of product documentation. The device was not returned for analysis; therefore, the exact cause of the product issue cannot be determined, and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. Permanent pacing lead final inspection procedure for this lead indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The pr flexion instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.